Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images. The image review was documented in the medical records. Approximately one-year post deployment, it was observed that there was an acute dvt in lower extremities bilaterally with thrombosis affecting femoral veins. Also, it was observed that the filter had a notable thrombus. The clot thrombus around the inferior vena cava filter was observed and the diagnosis given was venous thromboembolism and urinary tract infection. Bilateral lower extremity venograms and an inferior vena cavogram indicated inferior vena cava was entirely occluded to the level of the ivc filter. A small amount of thrombus projects above the ivc filter to the level of the renal veins. The inferior vena cava above the level renal veins was widely patent. Demonstrated complete thrombosis of the inferior vena cava below the ivc filter with thrombosis of the iliac veins bilaterally extending into the common femoral vein on the left and the superficial femoral vein and profunda vein on the right. Following day, cat scan showed that the ivc filter with thrombus distending the ivc caudal to the filter and the iliac veins. Also, some of the filter limbs protruded outside the ivc wall. Nine years followed by; CT scan showed that one of the struts of the filter posteriorly was fractured and projects 5 mm above the apex of the filter with tip of this strut likely within the ivc wall. A short strut noted posteriorly and laterally on the left appears to be located within the ivc wall. An additional strut posteriorly may be fractured as well with tip of this strut possibly located within the annulus of the l3-l4 disc space. Remaining struts project beyond the confines of tile ivc wall. Anterior and right anterolateral struts border a presumed collateral vessel but do not appear to have perforated this vessel. Left anterolateral strut projects between the duodenum and aorta and more lateral left anterolateral strut courses past the right anterolateral border of the aorta without puncturing same. Left lateral strut abuts but does not appear to puncture the aorta. Two right posterolateral struts abut and/or are possibly located within the medial border of the right psoas muscle. Therefore, the investigation is confirmed for filter limb detachment, filter limb perforation of the ivc wall and occlusion of the ivc filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and perforated to mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The one detached strut is located within the ivc wall and the second is within the annulus of the l3-l4 disc space. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and perforated to mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The one detached strut is located within the ivc wall and the second is within the annulus of the l3-l4 disc space. The current status of the patient is unknown.